Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue. Tandem technical support reviewed the customer's data and found the pump to be functioning as intended.